Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pc unit keypad needed to be replaced. There was no patient involvement.

Event description:
It was reported that the pc unit keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that the pc unit keypad needed to be replaced was confirmed. Keypad s/n (B)(6): all keys functioning with the exception of s7, 2, 5, 8, 0, options. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (p/n tc10010217). During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for investigation.